Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine replacement procedure, the implantable pulse generator (ipg) was implanted and after the right atrial (ra) lead was fully inserted into the connector block of the device and the torque wrench was placed in the grommet, only one clicking sound was observed and the torque wrench would "ratchet on itself." In addition, it was not possible to loosen the setscrew in a counterclockwise direction and it was noted the same wrench was able to screw and loosen the right ventricular (rv) lead with the same device. The device remains implanted and in use. No patient complications have been reported as a result of this event.